Event description:
In the operating room (o.r), the sterile packaging for the product listed was opened onto a sterile field. After opening the packaging, an insect (identified by staff as a mosquito) was found in the padding material of the product. The item was removed from the o.r and the sterile field was taken down and a new field set up.